Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/11/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-90 90° curve straight broke when the tip was inserted into the rotator cuff. The case was completed by using another of the same product. This was discovered during a rotator cuff repair procedure on (B)(6)2025, with no reported patient harm. Additional information was received on 03/19/2025: there was no case delay or added anesthesia administered to the patient. All fragments were retrieved from the patient. This occurred on first use of the device.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the tip of the 90° curve straight, quickpass lasso was broken off. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error of the device due to improper surgical technique, excessive mechanical forces, misaligned insertion, and/or prying/leveraging during use.